Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing electrogram, the implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing of a low amplitude signal ahead of r waves. Programming changes were performed but deep breathing was reproducing the noise the next day. Other programming changes were performed to resolve the issue. The patient was asymptomatic with no adverse event throughout.